Event description:
Information was received that device has a cracked housing and double beeps. It was reported no adverse effects known.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a chip on the upper right-hand corner of the device, and a crack near the keylock. During analysis, the reported issue regarding case damage problem was able to be verified. There was a chip in the upper left-hand corner along the seam caused by the customer trying to pry the case open. There was also a crack near the lock mechanism in the front housing. In additions the reported issue regarding double beep problem was able to be duplicated. The pump alarmed as it was doing self-testing and wouldn't stop until a cassette was attached. In manufacturing utility mode, the cd sense bit was stuck at 1, indicating a failed sensor. It was noted that a faulty downstream occlusion sensor was the cause of the reported issue. Service will replace the faulty downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.